Manufacturer narrative:
The device was received in normal range of operation. The device image was downloaded and analysis indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The exact alleged malfunction of the device was unknown; however, the device was explanted and replaced and the patient was in stable condition.

Event description:
During follow-up, the device was interrogated and there was loss of capture noted on the right ventricular (rv) lead. The physician could identify the exact malfunction on the device; however, the device was explanted and replaced and the patient was in stable condition.